Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was unknown. The cause of the peritonitis was a breach in aseptic technique further described as the patient kept the tubing in her underwear without a minicap due to confusion. Seven days after onset the pd catheter was removed and the patient was placed on hemodialysis. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available.